Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs noted that there was intermittent connections with the universal serial bus (usb) hub.

Manufacturer narrative:
Resolution of the issue confirmed on call. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the axiem was not communicating before registration. Restarting resolved the issue and the site was able to continue with surgery. There was a delay in surgery of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier ((B)(6)) provided. If information is provided in the future, a supplemental report will be issued.